Manufacturer narrative:
The initial reported event of ¿fracture/high impedance/oversensing¿ was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. The lead was previously on a legal hold, but analysis has now been completed and this report is being submitted solely for that reason. No patient complications have been reported as a result of this event. Evaluation summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 23.5 and 25 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reported event of ¿fracture/high impedance/oversensing¿ was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. The lead was previously on a legal hold, but analysis has now been completed and this report is being submitted solely for that reason. No patient complications have been reported as a result of this event.